Event description:
It was reported that the pump exhibited check clutch/plunger lever alert. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked, and the bottom case was cracked. Check clutch/ plunger lever error found in pump event history log. During functional testing using the occlusion test, the reported issue was able to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced clutch half's left and right, also leadscrew and spring as a preventative measure.